Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "intracapsular rupture of the prosthesis","given that I am experiencing pain with some frequency","simple, regular and homogeneous cysts" and "hypoechogenic, well-delimited nodules, with a major axis parallel to the skin." Device remains implanted.

Event description:
Device has been explanted.